Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was broken; further described as "the twist valve over rotates past the stopping point. Instead of opening the valve, it closes it." This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and a separation between the main body and twist clamp was observed. Leak, clear passage, and clamp function testing were performed and there were no issues observed. It was noted however that the white twist sleeve would rotate past the stopping point while in the opened position. Slight damage was seen on the top of the occluder feet indicating a potential cause of over torqueing the twist sleeve. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.